Event description:
It was reported that the pump battery was intermittently depleting quickly resulting in the pump shutting off. Reportedly, the customer went to the emergency room (ER) multiple times due to an elevated blood glucose (bg) level displayed as 'high"; however, specific value was not provided. The customer administered a manual injection prior to the ER visit to address bg, and was treated with intravenous fluids of saline and insulin while in the ER. Customer was unable to recall exact dates of ER admission and release dates. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.